Manufacturer narrative:
Lot # sr17d13048, expiration date 04/30/2022, (B)(4). The actual sample was received primed with an unknown solution. A visual inspection was performed using the naked eye which observed a cut on the tubing six (6) cm from the chamber. Functional testing was performed which included an under water pressure test which revealed a leak from the cut in the tubing near the chamber. The reported condition was verified. The cause of the condition was determined to be due to non-optimized positioning of the y-axis grippers during the automated manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from an unspecified location. The leak was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.